Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while during the surgery the nurse went to open the sterile packaging of the implant and the suture was sealed outside of the sterile packaging. There was no report of harm to the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product and provided photos found the suture was sealed in the seal area during manufacturing. Sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.